Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative reported that the patient was experiencing shocking at the implantable neurostimulator (ins) pocket site. Impedances were measured and impedances of 51 ohms were measured between electrodes 0 <(>&<)> 3. A revision was performed on (B)(6) 2015. The ins was disconnected from the lead/extension and impedances were tested using an external neurostimulator. Impedances were normal. It was noted that there was probably fluid in the ins pocket. It was also reported that a plasma blade was used to remove a fibrotic capsule in the pocket during the revision. The issue was resolved following revision.